Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had an atrial fibrillation alert on remote transmission, but there were no episodes or egms on the transmission. Undersensing was noted from a remote transmission from (B)(6) 2018. Programming changes were made. Patient was stable.